Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer inadvertently delivered an 18 unit bolus of insulin. Subsequently, the customer went to the emergency room (ER) with blood glucose (bg) level of 180 mg/dl. Customer was treated with intravenous glucose and consumed soda and food. Customer was released from the ER 5 hours later with bg of 220 mg/dl and no permanent damage. The customer continued to use the pump for insulin therapy.